Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Event description:
It was reported that the device indicated early elective replacement indicator (eri) due to high right ventricular (rv) output. The rv lead had high threshold and low impedance. The lead was capped and replaced with new lead. The device was explanted and replaced. No patient complications have been reported as result of this event.